Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between 12 august, 2023 and 14 august, 2023. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. A functional leak testing was performed; the device was found to be within the product specifications. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.